Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient presented in backup vvi mode. The pulse generator exhibited normal elective replacement indicator (eri). The device was explanted and replaced on (B)(6) 2013.